Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited a battery status of ert (elective replacment time) prematurely (flipped on 12/17/99). The ipg was programmed at nominal settings 2.5 volts @ 0.5-0.6msec. The ipg was explanted and returned to st. Paul for analysis.